Event description:
Add'l info received on 7/22/97 indicates the entire device was removed from the pt and replaced on 7/18/97 due to fluid loss.

Manufacturer narrative:
Cylinder was functional. Cylinder had a fatigue leak. Pump performed within specifications. Reservoir performed within specifications.